Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering found that the conductive pad was separating from the jaws and damage was noted on the sides of the jaws. Prior to functional testing, engineering attempted to re-attach the conductive pads into the jaws; however, the component was unable to be fully re-attached. The exact root cause could not be determined as engineering was unable to replicate the incident experience. Similar incidents have shown that the separation of the conductive pads from the jaws can result in increased tissue adherence. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy- "after about 10 seals performed with the instrument, the tissue started to stick onto the jaws. Cleaning did not solve he problem. At the end of the procedure even an abrasive sponge was used to clean the carbonized tissue from the jaws."